Manufacturer narrative:
According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis)improper placement of the device.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing a thoracic aorta endovascular procedure with a conformable gore® tag® thoracic endoprosthesis. The patient had an aberrant right subclavian artery. Right and left subclavian artery bypasses were performed. Within a day or two the patient had a basilar stroke.

Manufacturer narrative:
B.3. Updated b.5. Updated d.4. Updated d.11. Additional devices involved in the event were investigated as it is not known which if any of the devices contributed: tgu454510 lot# 14419271 UDI: 00733132617746, tgu454515 lot# 16311362 UDI: 00733132618200, tgu373715 lot# 18180293 UDI: 00733132618187 h.4. Updated h.6. Method code 1: updated results code 1: 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing a thoracic aorta endovascular procedure with a conformable gore® tag® thoracic endoprosthesis. The patient had an aberrant right subclavian artery. Right and left subclavian artery bypasses were performed. Anatomy was described as tortuous. All gore devices were patent following the procedure. Following the procedure a basilar stroke was recognized. The physician stated something may have embolized during the procedure due to the tortuous anatomy.